Event description:
It was reported the ventricular connector is broken. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the ventricle output connector is broken. Analysis also found the upper case, lower case, and battery drawer are broken. Battery release and lead flex cover are contaminated. Battery contacts are compressed and the ring is bent. (B)(4).